Event description:
According to info rec'd from the initial reporter, the pt suffered a sudden death on august 24, 1998. Upon examination of the valve, thrombus and pannus were noted on the pt's bjork-shiley convexo-concave aortic heart valve. Info rec'd stated that the coroner's report indicated that the pt had an enlarged abnormal heart, ischemic heart disease, and the cause of death was congestive heart failure and cardiomegaly.